Event description:
It was reported that the scope cap (single use distal cover) came loose from the scope while in the patient. This issue was identified during an endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.

Manufacturer narrative:
D4 - primary UDI number: since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.